Manufacturer narrative:
Suspect device received on april 20, 2021. Device evaluation completed on april 29, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sm mpps dv 600cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. . Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, patient had the right implant replaced with cat#: 3502600, sn#: (B)(4) on (B)(6) 2021.